Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that an unknown date, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm, stat, intraperitoneal, for one dose) and injection amikacin (100mg stat, intraperitoneal, one dose) for peritonitis. The following day, the patient was treated with an injection ceftazidime (500mg, each bag, intraperitoneal, ongoing) for peritonitis. It was reported the patient was discharged the same day as hospital admission. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.